Event description:
On 08-feb-2024, nurse assist received a complaint from mark boltax via phonecall. Description of phonecall: mark boltax started using 6270 bottles in january 2023 once a month to irrigate his foley catheter. After initial use, boltax would dispose the bottle. Between the months september 2023 and december 2023, boltax contracted a uti. Doctors prescribed him multiple antibiotics due to the pathogen changing.